Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during fill 5 of 5. The home patient (hp) stated that the heater bag had disconnected in drain 4 of 5. He stated that most of the fluid from the bag had been lost before he reconnected the bag. The technical service representative (tsr) assisted the hp to end therapy. The tsr advised the hp to notify his peritoneal dialysis registered nurse as soon as possible. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) spoke with the home patient on (B)(6) 2012. He stated that the bag fell off because he had not tightened the connection all of the way, and no allegations were made against any of baxter's products. He now understood that he should not have reconnected the bag as it was a contamination risk. There was no inadvertent exposure reported. The check lines and bags alarm was due to the bag being empty. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.